Event description:
The customer called and reported the insulin pump fell into water, the buttons stopped working, and a button error alarm was received. Customer's blood glucose was 127 mg/dl. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator, and battery tube assembly during visual inspection. No unlocked keypad connector noted during visual inspection. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, cracked battery tube threads, and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.